Event description:
Caller reported a minimum fill notification. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to clean the pneumatic tap area on the pump and guided them through filling and loading a new cartridge following the proper technique, although loading a second cartridge did not resolve the issue. Technical support planned to escalate the situation for additional assistance.